Event description:
The patient reported that the up, down, and ok buttons did not activate desired pump functions when pressed. He stated that he must press the button three times per week for it to work correctly. The patient says there was an intermittent and delayed response to up and down arrow button presses and also notes that sometimes bolus doses were cancelled. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 04/12/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2012 with the following findings: the up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.